Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited loss of sensing, but the chamber was being appropriately paced. No intervention was performed. The patient was in stable condition throughout.